Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the sensor was splitting in two pieces. The customer also reported with the transmitter not charging. Customer's blood glucose level at the time 112 mg/dl. Troubleshooting occurred. Advised sensor would be replaced.